Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cause of the motor stall and motor stall recovery 5 minutes later was not determined. The motor stall resolved spontaneously. No further actions were taken. The facility of the initial reporter was provided. The patient's age and weight was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a pump motor stall followed by motor stall recovery 5 minutes later occurred. The patient was at home playing with their dog when the issue happened. The patient had not been near a strong magnetic field as far as they knew. The nurse was questioning what the cause could be, if it could be due to a mobile phone having been too close to the pump. At the time of the report technical services reviewed that unfortunately there was no definitive way to determine what the exact cause is for the motor stall based on the logs. It was further reviewed that they could not exclude that the close proximity to his mobile phone, magnetic phone case, etc. Might have caused this. Verifying whether the patient might have been in close proximity with a potential magnet that could potentially explain the motor stall was being considered. Monitoring the patient/pump and checking if the pump continues stalling was being considered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.